Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 pocket b1 displayed a device not detected on bus error. Attempts to recover storage space and reboot the station were unsuccessful, and the issue persisted. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was failed and device was not detected on bus. A field service engineer powered down the unit, and all connections to the controllers were reseated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.